Event description:
It was reported that while attempting to lock down the cross connector, the middle locking device would not engage. The cross connector was removed and replaced. The second cross connector experienced the same issue and was removed. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Part no.: 94673, lot no.: 923310; large cross connector; mfg. Date: 05/25/2007.